Manufacturer narrative:
The relevant retention test strips (lot 233428) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable. The retention material performed as specified. The customer did not return the strips. The strips were not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 3.0 inr and 2.3 inr on the coaguchek xs plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect system; replacement was sent.